Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, the button 1 of 5f mynx control vascular closure device (vcd) was pressed and sealant was deployed; however, the balloon ruptured. The balloon lost pressure during patient use. The balloon lost pressure after being pulled through the arteriotomy. Hemostasis was achieved with manual compression for less than 25 mins. The patient recovered after the mynx event.there was no reported patient injury. The mynx vcd was prepped according to IFU instructions. The type of procedure the mynx vcd was used in was a interventional peripheral procedure, and a retrograde approach was used. The deployer was in training with the mynx device. The was femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was moderate. The stick location was above the femoral head. There was no prior pta, stent, or vascular graft in the common femoral artery. There was presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was fully depressed, button 2 was not depressed with the stopcock was open, and the sealant was observed to have remained in the manufacturing position, exposure to blood as received. The syringe was not connected to the device, and the procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2007901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot # f2007901 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the button 1 of 5f mynx control vascular closure device (vcd) was pressed and sealant was deployed; however, the balloon ruptured. The balloon lost pressure during patient use. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved with manual compression for less than 25 mins. The patient recovered after the mynx event. There was no reported patient injury. The mynx vcd was prepped according to IFU instructions. The type of procedure the mynx vcd was used in a interventional peripheral and a retro grade approach was used. The deployer was in training with the mynx device. The was femoral artery¿s suitability verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was moderate. The stick location was above the femoral head. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for analysis.